Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that during an unknown procedure ¿incorrect tray config was quoted and purchased". The patient was put to sleep then the procedure couldn't take place due to the lack of kit¿. Reportedly, there was a miscommunication internally which led to a quote missing items for the full tray specifications. The kit was not checked on arrival and procedure started. The procedure was delayed and later was postponed and completed after a week with no patient injury. The procedural delay is unknown. There were no reports of health hazards to the patient. Follow-up received 2 trays were ordered and delivered both lacking sheaths, but the lacking sheath kit affected only one patient.